Event description:
The customer contact reported the device keeps rebooting. The device was returned to the biomedical department with a report that channel 1 keeps alarming and turning on and off by itself. No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, channel 1 of the device testing at the user facility, channel 1 of the device kept rebooting while performing the self test. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, channel 1 of the device kept rebooting while performing the self test. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.